Event description:
The customer called to report being hospitalized for low blood glucose. The blood glucose reading at time of the call was 241mg/dl. The customer stated that he was in a car accident. Troubleshooting was performed. Reviewed the settings and they were correct. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.